Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. A batch review was not performed due to unknown lot information. Based on the information gathered during baxter's investigation, the root cause of the reported condition was not determined. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 4 of 4. The technical service representative (tsr) assisted the hp with troubleshooting. The tsr explained the se 2240 alarm indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with a manual exchange. The tsr advised the hp to inform the nurse of the incident. On (B)(4)2011, product surveillance spoke with the hp who stated she was not sure what caused the alarm. The hp stated therapy has resumed without further incident. There was no patient injury or medical intervention.